Event description:
The core universal driver was sent for service and it ran on its own without activation during performance testing. There was no pt involvement; no adverse event was associated with the device.